Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. When the patient self-explanted the 5.5 and placed back on va ECMO. The patient was then implanted with a new impella 5.5. While on support, after 10 days of the 5.5 support a cva bleed was observed. The team removed heparin from the purge and used sodium bicarb. The pump remained on for 5 more days and then the care was withdrawn and organs harvested.